Event description:
It was reported that before opening the device packaging, a brown dust was mixed up in it. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). (UDI) is unknown. No product information has been provided to date. 510k is unknown. No information has been provided to date. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. A product sample was received for evaluation. Visual and functional testing were performed. One sample was received inside a ziploc bag with its closed original packaging. The sample was visually inspected with a 12 inch distance according to procedure with normal conditions of illumination. During the visual inspection, it was seen that sample was contaminated by a piece of carton. Also it was seen that bag had two holes. The most probable root cause was during manufacturing process, excess material from the carton box was detached and entered to the bag through the circle perforation. As a preventive action production personnel was notified by quality engineer as awareness of the defect reported by the customer.